Event description:
The micro sagittal saw was returned for svc. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion and damage was discovered in the motor, press plug, and bearings. The device will run without user activation if damage to the motor cartridge allows for magnetic leakage on to the hall sensor leading to activation.